Manufacturer narrative:
Conclusion: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined intial and final report.

Event description:
The user fell when he was bathing. The hearing performance with the device is affected. Re-implantation is being considered.